Event description:
It was reported that the shaver stopped functioning during a knee arthroscopy procedure. At the time, the surgical team was unaware that the blade had fragmented. The technician later recalled the device had been producing an unusual sound for several minutes prior to replacement. The missing blade fragment was discovered after the procedure was completed and the patient had been transferred to recovery. The initial procedure was completed. However, the patient required an immediate return to surgery for retrieval of the blade fragment.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device breaking. Probable root cause: inadequate window profile, inadequate welding process, improper material strength. Inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver stopped functioning during a knee arthroscopy procedure. At the time, the surgical team was unaware that the blade had fragmented. The technician later recalled the device had been producing an unusual sound for several minutes prior to replacement. The missing blade fragment was discovered after the procedure was completed and the patient had been transferred to recovery. The initial procedure was completed. However, the patient required an immediate return to surgery for retrieval of the blade fragment.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.